Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention is required for significant thrombosis. Additionally, leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of eleven (11) days due to leaflet immobility and an increased gradient. Per obtained information, the patient initially presented for emergent aortic valve replacement due to severe aortic stenosis. After implantation of this 25mm bioprosthetic heart valve, tee revealed biventricular dysfunction and the patient was not able to wean from bypass. Therefore, the patient underwent placement of a central venoarterial extracorporeal membrane oxygenation (va ECMO) for acute decompensated heart failure as the patient was in profound cardiogenic shock. The patient was transferred to the intensive care unit (ICU). On post-operative day (pod) #2, the patient developed bleeding with evidence of tamponade. A hematoma was removed in the ICU. On pod #3, the patient was re-explored and a clot was removed. There was no further active bleeding and the patient was weaned from ECMO. Tee revealed significantly improved biventricular function but the aortic valve prosthesis had one leaflet which was stuck in the closed position, resulting in an increased gradient across the prosthesis (mean gradient = 40mmhg). Due to the patient not being able to be weaned from inotropes, the patient was worked up for transcatheter aortic valve replacement. On pod #6, the sternum was closed. On pod #11, a 26mm transcatheter valve was successfully implanted and tee revealed a well seated valve with no evidence of perivalvular or central insufficiency, and a reduced gradient of 7mmhg. The patient was transferred to the cardiovascular intensive care unit in critical condition following the procedure.